Event description:
It was reported that the collimator on the 9900 sys will intermittently close. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following component has been ordered. High voltage control cable. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.